Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the female connector was observed separated from the light blue main body. Functional testing was completed, including clear passage, leak and clamp function testing; and the device performed according to product specifications. The reported condition was verified. The cause of the event was due inadequate solvent bond between the female connector, insert chip and main body during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue piece) of a minicap extended life transfer set. This was observed when the nurse was attaching a manual bag to the transfer set. It was further described as ¿the dark blue piece unscrewing from the light blue piece¿. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.